Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch; within a dispenser coil and within a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~3.3cm from the proximal end. The pusher was also found broken at ~5.9cm from the proximal end with the release wire partially retracted and broken. The shield coil was found undamaged. The coin and release wire were found partially retracted out of the lumen stop. The implant coil was found already detached. No damages or irregularities were found with the implant coil. Testing/analysis: the exposed release wire was retracted, and the release wire and coin moved freely with no resistance. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" and ¿pusher kink/broke¿ were both confirmed. The likely cause of the premature detachment is due to the broken pusher and the retracted release wire, detaching the implant as expected by the detachment subassemblies. The cause of the pusher break and kinking could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the healthcare provider (hcp) took the coil out, there was a buckle at the proximal part of the black marker. Hcp worried that it may cause premature detachment, so he would not try to put this coil. After that hcp wanted to see if the coil was really detached after case. They found out it was still intact and manufacturer representative (rep) tried the back-up detach method to detach it to confirm. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 7mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received reporting they were unable to identify if there were any issues that resulted in the damage that was found.